Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product has been received but is pending evaluation. A follow up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up- correction.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Updating MDR due to complaint classification code change. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MDR 3004753838-2024-199229 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.